Event description:
It was reported that the pacemaker was found in back-up vvi mode during device preparation. The pacemaker was not used and replaced. There was no patient involvement.

Manufacturer narrative:
The reported event of backup operation was confirmed. Final analysis found that as received, the device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.